Event description:
The customer reported that one of their clinimacs tubing sets ls had a leak during priming and as a consequence the process stopped. The cellular product was not affected and a replacement tubing set was used to finish the cell separation procedure. Any risk for the patient's therapy could be therefore ruled out.